Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer says a seat frame is cracked but is unsure if its this new one, or the original one on the chair.